Event description:
Circuit caused severe rainout when on the mr850's/cervo u. Chambers were extremely difficult to open. Circuit would not stay in upright position on set up to prevent pooling. Product was un-usable. The cervo u vent was used. The protective packaging on the chamber was too hard to open/take off. This occurred with all samples. The customer means the circuit not the humidifier. Setting on mr850 unknown.